Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications (including the unit's return electrode socket having no contact problems). In addition, no issues were found in the device history record (DHR) for the device (the non-erbe return electrode had been discarded and therefore was unavailable for examination.). Based upon the reported information, it appears that the burn/necrosis to the patient was most likely caused by the pad not being able to effectively disperse the electrosurgical current. However, no conclusive determination could be made as to the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this report.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit during a vertebral arthrodesis. The esu was used with a return electrode manufactured by leonhard lang (skintact, part number rsw213/0s). Information involving other accessories used was not provided. The return electrode (also referred to as a pad) was placed on the left thigh. No information was provided regarding the settings used. After the procedure, there was 3rd degree burns below the pad of 6 cm x 3 cm and 3 cm x 2 cm with central necrosis and a red edge. To address the issue, the affected area was bandaged under general anesthesia.